Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an over-infusion with a chemotherapeutic medication that was intended to run over two hours and finished earlier than expected. The customer performed their own internal investigation with no device malfunction as a result. There was less volume in the IV bag than what the pharmacy had printed on the label of the bag. There was no patient harm.